Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection and swelling at the ipg pocket site. Patient was treated with oral antibiotics and underwent intervention wherein the ipg was explanted to address the issue.